Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter continued to prompt "apply sample" after a sample had been applied to the test strip. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist was unable to reach the patient by phone. The patient reported that the alleged issue began 1 or 2 weeks prior to contacting lfs. It is not known what medications, if any, the patient takes to manage her diabetes. The patient claimed she continued her usual diabetes management routine despite the alleged issue. On an unspecified date/time, after the start of the alleged issue, the patient reported feeling shaky, sweaty and "not well." The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted that the patient was using the incorrect testing technique. The alleged issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.